Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was an attempted implant. Upon connecting the right atrial (ra) lead to this device, high out-of-range pace impedances were observed. The lead was reconnected but the high impedances persisted. The lead was tested via psa and found to exhibit normal measurements. The physician tested impedances using the right ventricular (rv) lead connected to the ra port of the device and out-of-range impedances continued to be observed. Suspecting an issue with the ra port, the physician elected to implant an alternate device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was an attempted implant. Upon connecting the right atrial (ra) lead to this device, high out-of-range pace impedances were observed. The lead was reconnected but the high impedances persisted. The lead was tested via psa and found to exhibit normal measurements. The physician tested impedances using the right ventricular (rv) lead connected to the ra port of the device and out-of-range impedances continued to be observed. Suspecting an issue with the ra port, the physician elected to implant an alternate device. No adverse patient effects were reported.